Event description:
Customer's nurse called stating customer is an insulin pump user and her device broke. She was sent a new one, but she was hospitalized and now needs to program the new insulin pump. The nurse said customer will not be released from the hospital until the new insulin pump is programmed. No details about the hospitalization were provided. She was advised a therapy manager will follow up. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.